Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process, check and test force sensor were performed. Investigation unable to duplicate the force sensor at power up. However, the pump force sensor reading was fluctuating between 0.00 lbs. To over 20 lbs when plunger was moving. According to the investigation, the pump plunger cable did not operate as intended which caused the force sensor test error intermittently. Investigator replaced the pump plunger cable and performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited system failure force sensor test and the pump plunger movement causes force sensor readings to swing wildly. No adverse effects were reported.